Event description:
Information was received indicating that during testing of this smiths medical cadd solis vip pump, the exhibited "cassette not attached properly" alarm. No patient involvement reported.